Event description:
A pt who began using an induo insulin doser with novolog penfill insulin in 2001 for type 1 diabetes, experienced elevated blood glucose levels for one month and required medical intervention on two occasions, and believes that the device in question was not delivering the correct amount of insulin. The blood glucose levels were well controlled until 2002, that evening at 10 p.m. The blood glucose level was 232 ii g/dl. And administered 3 units of novolog penfill insulin with the induo doser and went to bed. The next morning at 8 a.m. The blood glucose level was > 600 mg/dl, and took 20 units of novolog penfill insulin (normal dose is 6 units) and rechecked the blood glucose at 10 a.m. And it was still> 600 mg/dl. At the point pt called the physician, who advised the emergency room. Pt does not remember what blood glucose level was in the emergency room but received 6 units of regular insulin intravenously and 3 bags of intravenous fluid. Within two to three hours blood glucose levels normalized (in the 100 mg/dl range) and was sent home. Pt continued to use the products in question and blood glucose levels remained slightly elevated (130 mg/dl to 230 mg/dl). On the morning of 08/2002 blood glucose level again was greater than 600 mg/dl, and went to the emergency room and rec'd the same treatment as the previous event and was sent home. After this the pt still used the products in question and the blood glucose levels remained mildly elevated (130 mg/dl to 230 mg/dl). Twelve days later, pt saw diabetes nurse educator and reported the events to nurse. The nurse did a function test on the induo and it failed. Pt had never done a function check on the doser in the past and the nurse instructed on the procedure, and received a new induo two days later and blood glucose levels have normalized. The pt has a history of multiple hospitalizations for diabetic ketoacidosis in the past before using the products in question. Pt tested negative for ketones on both days received medical intervention. The pt has had very high stress levels recently and believes that contributed to elevated blood glucose levels. Pt did an air shot before each injection and did not open the slide on the induo. There had not been any changes in diet, medications, activity level or health status at the time of the event.